Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable pump won't run alarm was noted. Air in line was also noted. No patient consequences were noted. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.